Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had damage on the black power cable on their heartmate 3 system controller resulting in exposed wires. Additionally, the patient had a no external power alarm noted on the interrogation of their heartmate 3 system controller. A review of the log files revealed a string of power cable disconnect and no external power alarms on (B)(6) 2022 at 14:44:31 while tethered on batteries. External power was restored at the white power cable with a connected fully charged battery at 14:44:36 there was no interruption in pump support during these events. The patient's controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion the reported events of damage to the black power cable and no external power alarms were confirmed via evaluation and log file analysis. A review of the log files contained overlapping data spanning approximately 3 days (29dec22 ¿ 30dec22, 9jan23 per timestamp). On 29dec22 from 14:44:31 ¿ 14:44:36, while connected to batteries, the no external power alarm activated due to both power cables being disconnected simultaneously. The alarm cleared after the system was reconnected to a power source. The backup battery was able to provide power to the system during the event. There were no other notable alarms active in the log file. The heartmate 3 system controller (s/n: (B)(6)) was returned for analysis. Visual inspection revealed kinks in the black power cable and exposed wires near the black connector. The orange wire was found to be severed at the connector; however, the orange wire is unused in the black power cable. The system controller was functionally tested and passed without issue. The controller was connected to a mock circulatory loop and was able to operate the pump without issue for extended operation. No atypical alarms were able to be reproduced despite manipulation of the power cables. The observed damage to the black power cable did not affect the functionality of the system controller. The root cause for the reported events was unable to be conclusively determined through this analysis; however, the no external power event is consistent with user error by disconnecting both power cables simultaneously. Heartmate 3 instructions for use, rev. C, section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 ¿ ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power. Heartmate 3 instructions for use, rev. C, section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook, rev. D, section 6 - ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.